Event description:
The customer contact reported that the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the device passed testing by responding when pressed; however, a review of the device history indicated multiple invalid keystrokes and touchscreen pvt test failure. Add'l testing found fluid ingress on the bottom of the touchscreen which was the probable cause of the non responsive touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.